Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During final tightening of a verse neuromuscular deformity case, on one screw the inner part of the correction key sheared off (see images). The surgeon removed both parts of the key and replaced with a new one which final tightened without any further issue.

Manufacturer narrative:
Product complaint # (B)(4). The verse correction key was not returned for evaluation. However, photos were provided. The images show that the drive feature of the screw is covered in tool marks. The lobes of the drive feature are also stripped. The wear to the lobes of the drive feature is significant enough that it could negatively impact tightening/loosening of the screw during a procedure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the screw head becoming stripped cannot be determined from the sample and the information provided. A potential root cause may be if the driver tip is not fully flush with the screw head¿s drive feature during tightening based on the returned images. However, without the sample, a complete evaluation of the sample cannot be performed. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.